Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 252mg/dl (B)(6) 2015 04:18:00 pm, fasting: yes. 287mg/dl (B)(6) 2015 03:52:00 pm, fasting: yes. 198mg/dl (B)(6) 2015 05:45:00 am, fasting: yes. 208mg/dl (B)(6) 2015 05:32:00 pm, fasting: yes. 279mg/dl (B)(6) 2015 05:00:00 pm, fasting: yes. Customers concern:252, 287, 198, 208, 279. Customer complaining his meter has been producing very high result of 287mg/dl, 252mg/dl, 198mg/dl, 208mg/dl, and 279mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 252, 287, 198, 208, 279. Customer complaining his meter has been producing very high result of 287mg/dl, 252mg/dl, 198mg/dl, 208mg/dl, and 279mg/dl. Adverse event not reported.